Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was no air nor water at the output of endoscope due to a clogged nozzle. In addition, the bending section glue was worn out and peeling, the insulation was out of range, the connecting tube protector was damaged and the light guide tube and connecting at 120 cm were wrinkled. It was also noted, the top key n°1 had a cut, the light guide lenses were chipped, the scope connector cover was cracked, the plastic distal end cover and charge-coupled device lens had scratches and there was less angulation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a weak or ineffective air / water flow. Upon inspection and testing of the returned device, foreign matter was discovered clogging the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle due to the buckling of each channel or nozzle / the gap on the insertion section or the boot found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, the obstructed insufflation event occurred on (B)(6) 2022, after a coloscopy procedure. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.